Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 147880 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147880 and device part number 195-430h / lot 141888a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147880 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported the consumer received conflicting results (testing was "back to back") while using the binaxnow covid-19 antigen self test. The first test result was negative. Repeat testing with the binaxnow covid-19 antigen self test generated a positive result and a 3rd repeat test generated a negative result. No additional information is available.